Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: phone.

Event description:
Suspected false positive sars result for 1 consumer. The consumer had a very faint or grey line and did not know whether the result was considered positive. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with molecular (pcr testing) and other rapid antigen testing.